Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was located sticking out from the applicator . The attempted sensor insertion was at the abdomen. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.

Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient's mother reported the sensor wire stayed attached to the applicator when the applicator was removed from sensor pod during insertion. Based on visual inspection, testing concluded that the sensor wire with (B)(4) is detached from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was detached from the sensor pod and seal carrier. The root cause could not be determined.